Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer and found the unit to be operating properly. No repairs were required. While onsite, the technician was informed that at the time of the reported event the employee was attempting to load the rack of instruments into the washer. The door then closed and contacted the employee's hand resulting in the reported event. No additional issues have been reported.

Event description:
The user facility reported an employee experienced an injury to their hand while loading a rack of instruments into the reliance vision single chamber washer. Medical treatment was sought; no medical treatment administered.